Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. Signs of use in the form of biological material was observed; however, the complaint of a damaged dilator tip was not able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "it was found that the dilator was split (bifurcated)." The user changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "it was found that the dilator was split (bifurcated)." The user changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "fine".